Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70 serial#: (B)(4) description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing intense spasm of the right rib cage or in the center of patient's abdomen that is very uncomfortable. The patient reported that the sensation makes her feel nauseated when the device was left turned on. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no immediate course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing intense spasm of the right rib cage or in the center of patient's abdomen that is very uncomfortable. The patient reported that the sensation makes her feel nauseated when the device was left turned on. The patient will undergo a revision procedure.